Event description:
On (B)(6) 2013, the reporter contacted animas and left a message stating he had has some issues with the pump. The issues were not specified. There is no allegation of an adverse event. This complaint is being reported because it is unknown if the alleged issues affect the insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.